Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting.